Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 . The complaint of failing accuracy -7.85% was not confirmed in the event log and during testing the plump was within the published limit specification of +/- 3% and well within the published specification of +/-6%. Three tests performed. No fault found and no action taken .

Event description:
Investigation summarized in h 10.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -7.85% during testing. There was no patient involvement.